Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the pt presented with high ocular pressure and the iol was replaced. The association between this event and the iol is not known. Additional info has been requested.

Event description:
After the iol was placed into the eye, there was a tear in the capsular rhexis. After the surgyer, the surgeon noted the iol was in the sulcus, not the ag. The pt was treated with steroids and maximum glaucoma drops. Post-op iop (intraocular pressure) was 48, but within 24 hours iop dcreased to 18. The patient is doing well.